Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-may-09. It was reported that the patient did not know what was done to resolve her symptoms. The patient wanted to know why the hcp office was having trouble getting her medication, and the hcp reportedly suggested again that the patient switch medication. The patient was reportedly told that there was not an issue with the pump manufacturer and it was reviewed that the pump manufacturer does not manufacture medication. The patient confirmed that she went through withdrawal because she didn't get the pump filled in time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-aug-21. It was reported that in addition to the previously reported symptoms after the refill in (B)(6) 2017, the patient also experienced seizures and was sick. It was confirmed that the pump had gone dry prior to that refill. The patient was reportedly sick again the week before (B)(6) 2017, and then on (B)(6) 2017, the pump went dry again. The patient went to the emergency room (ER) on that date, and got a shot of morphine and a "path." The patient went to see her hcp, and when the pump was checked, there was still medication left. The patient reportedly went in again on (B)(6) 2017, and the pump was empty.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing morphine and bupivacaine (doses and concentrations unknown). The indication for use was non-malignant pain. It was reported that in (B)(6) 2017 (for the last 2-3 weeks), the patient's pump was alarming. The patient heard one beep, and didn't realize what the sound was. The patient reportedly thought the alarm was her phone. Then, the patient heard an alarm like a siren, which was the critical alarm. It was confirmed that the described alarms were consistent with pump alarm sounds. The patient was freezing, dozing off, and then sweating. The patient woke up wet, and the muscles in her body ached. The patient couldn't get up and her spouse had to pick her up to put her in the wheelchair so she could be transported to the hospital. The patient went to the hospital on (B)(6) 2017 and was in withdrawals because she was overdue on her pump refill. Normally the patient's pump was filled every 45 days, but this time the healthcare provider (hcp) pushed her refill out to 60 days. The clinic did not have the medication, and the patient's pump was not filled until (B)(6) 2017. The patient wasn't sure if the medication was different, but thought that she was refilled with the morphine and bupivacaine. The healthcare provider reportedly asked if the patient would consider switching to fentanyl. It was noted that the patient was having problems ever since the refill. The patient could not urinate, and about 10 hours after the refill, her leg was giving out. The patient also experienced numbness in her stomach, and described her experience as a "flush of symptoms." Initially, the patient stated that the symptoms lasted for an hour, but later said that the symptoms lasted for 10 min. The patient had already called the clinic regarding the urination issues. It was noted that the patient's managing healthcare provider (hcp) could no longer practice medicine, the clinic was not stable, and everyone was quitting. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.